Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.

Event description:
Healthcare professional reported that during patient injection with 1 syringe of juvéderm volbella® xc the needle disengaged from the syringe. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings: take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during patient injection with 1 syringe of juvéderm volbella® xc the needle disengaged from the syringe. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.